Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer had been trying to load a small amount of insulin into the cartridge, but the exact amount is unknown. However, the customer eventually loaded a cartridge successfully. Although requested, the customer declined to provide their blood glucose level. There was no reported impact.